Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient began leaking again in the middle of the night. The patient increased amplitude to 1.6v but had not seen improvement. At the time of the report, stimulation was on on program 1 at 1.6v; the patient increased it to 1.7 and it was pinching and possibly uncomfortable so it was lowered back to 1.6 which resolved it. It was reviewed that since the patient only increased stimulation yesterday, they should monitor their symptoms and follow-up with their healthcare provider (hcp) regarding further changes. No further complications were reported/anticipated.